Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons were responsive on the insulin pump. Customer also reported receiving a program anomaly alarm and a motor error alarm. Customer's blood glucose was 169 mg/dl. It was also found the customer was unable to retrieve their display. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected alarm was noted. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.